Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. This report was sent in error "broken lens" would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a broken lens during reprocessing. There were no reports of patient involvement.